Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2012. Patient weight is unavailable. According to the complainant, the patient was reported to have a burn to the endocervix. Minimal fluid fluctuation was noted on the console during the procedure, however, no alarms were generated. Silvadene cream was applied to the burn. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined.